Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt, the monitor failed incoming detect and treat testing. The cause for the pulse test failure was isolated to contamination on pca connectors j1002 and j1003. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
During investigation of monitor sn (B)(4) for an unrelated event, a reportable device malfunction was found. The monitor failed detect and treat testing.